Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging respiratory tract irritation, nose irritation, dizziness, headache and inflammatory response. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.